Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an auxiliary control unit watchdog error. The fault occurred while in use. There were unknown adverse patient effects.

Manufacturer narrative:
H3 and h6 - updated one device was received for investigation. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. No action was needed as the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.